Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was reported to not be delivering aa alarm on the high-pressure air. There were no reported adverse effects.

Event description:
Additional information was received on 23-sep-2020 indicating that the product fault occurred during testing by the respiratory tech. There was no patient involvement.

Manufacturer narrative:
Other, other text: b5: additional information. H6: patient code updated from 3190 to 264., corrected data: b3: event date is (B)(6) 2020. E4: initial reporter has reported the event to the FDA.

Manufacturer narrative:
Device evaluation results: one pneupac ventilator was returned for investigation in used condition. The device was received with a missing ins time knob and end cap. The investigator also noted some internal rattling. The returned unit was connected to an oxygen supply and powered on. Back pressure was applied. The investigator observed that both the pneumatic and electronic alarms were not functioning. This was due to a corroded battery cap and loose sounder pcb. These damages were attributed to the user, as well as to normal wear. The aforementioned damaged/worn components were replaced.